Manufacturer narrative:
Since no lot number is available, a detailed investigation, tests on refernce samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trend picked up, this will flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number (B)(4). Event occurred in belgium. It was reported that the patient was hospitalized on (B)(6) 2025, due to hyperglycemia event caused by infusion set bent. The patient was admitted to the hospital for more than 24 hours. The blood glucose level was 400 mg/dl at the time of the event and the patient got treated with correction bolus and intravenous (IV). Patient was found positive for ketones with a blood ketone level of 3.3 mmol/land ketones level were found to be life threatening at the time of the event. No further information available.